Event description:
It was reported that the right atrial (ra) lead had a warning and polarity switch to unipolar. The bipolar impedance was not measureable, while the unipolar impedance was less than 200 ohms. The ra lead had a lot of noise/oversensing which was causing mode switches. It was noted that the capture and p-wave sensing were appropriate. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507658 implantable pacing lead (B)(6) 2010. (B)(4).